Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine the device's contribution to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation. The patient associated with the reported event did not survive.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Stryker replaced the device's therapy pcba as preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.